Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The malfunction is not likely to cause or contribute to a serious injury. There were no known additional adverse patient effects. The device remains implanted.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient had three inappropriate shocks due to oversensing of noise. The malfunction is not likely to cause or contribute to a serious injury. However, further information was received confirming this implantable electrode was explanted and replaced due to the previously mentioned oversensing of noise. This implantable electrode is not expected to be returned for analysis and there were no additional adverse patient effects reported.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had three inappropriate shocks due to oversensing of noise. The malfunction is not likely to cause or contribute to a serious injury. However, further information was received confirming this implantable electrode was explanted and replaced due to the previously mentioned oversensing of noise. This implantable electrode is not expected to be returned for analysis and there were no additional adverse patient effects reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.